Manufacturer narrative:
Concomitant product(s): product ID: 3487a-33, lot# v006520, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3487a-33, lot# v006520, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) had not been working since (B)(6) when the patient was defibrillated. The health care provider was going to meet with the patient and interrogate the ins. The patient had the ins turned off for the past two years ever since his programmer has not been accessible due to ex-girlfriend not letting him in the house to get his belongings. The patient had been unable to charge due not having his equipment. The patient inquired about having the device removed as he does not needed the ins. Instructions were given to not to try and turn on stimulation due to the defibrillation he received in (B)(6) as that may have caused issues with the device or potentially damaged it. The patient thinks one of the wires he can feel under the skin got wrapped from the defibrillation. No patient symptoms reported. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.